Event description:
One patient with discrepant free t3 results. Initial result gave 50.00 pmol/l; repeat by another method gave 8.0 pmol/l. A second sample was obtained and tested by initial method gave 28.50 pmol/l. No info was provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.